Manufacturer narrative:
(B)(4).

Event description:
A patient with an implantable neurostimulator (ins) for the therapy indication "gastrointestinal/ pelvic floor" reported they were having a lot of pain on the incision area of the implant. The area was also swollen and red and the patient had to put ice on it. The patient was having issues keeping urine in regardless of whether the therapy was on or off, but noted that the therapy was helping their symptoms 50 percent. The patient was scheduled to see their health care provider (hcp) on (B)(6) 2015. Further information received from the health care provider reported that the patient had no issues with keeping their urine in and had pain at the site. Troubleshooting and diagnostics were performed related to the pain at the ins site. The action taken to resolve the pain at the ins site was reoperation. The cause of the pain was determined to be that the device was "too close."